Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was not holding a charge for a sufficient duration to provide effective therapy. A company representative met with the patient confirmed the issue. As a result, the patient may undergo surgical intervention to address the issue.